Event description:
It was reported that the patient was receiving diaphragmatic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, ICD, implanted: (B)(6) 2009; 4076, lead, implanted: (B)(6) 2009. (B)(4).